Manufacturer narrative:
(B)(4). Dos - (B)(6) 2016. It is unknown if the device will be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-04513.

Event description:
It was reported that the patient alleged to right hip pain and dislocation ten months post-implantation. No additional information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number. This event will be reported on 0001825034-2017-10544.

Manufacturer narrative:
The following report is to relay updated and corrected information. Concomitant medical product - unknown hip cup, part# unk lot# unk; unknown hip stem, part# unk lot# unk. Reported event was unable to be confirmed. DHR review was unable to be performed as the item and lot number of the device involved in the event is unknown. Root cause could not be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.